Manufacturer narrative:
(B)(40. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The report stated that during a laparoscopic colorectal procedure, the surgeon felt it was taking longer than normal to complete the seal cycle and signal an end tone. Upon removing the device from tissue, there was bleeding due to an insufficient seal. The surgeon used another non-ligasure device to complete the procedure without incident. There was no pt injury.